Event description:
The insurance company reported the following info: (1) the pt was using a companion 590 and alleges that the unit malfunctioned, leading pt to hospitalization for 3 days. (3) the pt believes the unit malfunctioned because the yellow alarm light was on. (4) no other malfunction is alleged. (5) the home care provider (hcp) inspected the unit and the yellow alarm light was not on during the inspection. (6) the hcp said the pt made no complaints until after being hospitalized. (7) the pt claims permanent deterioration of their medical condition as a result of the incident and is demanding a monetary settlement, threatening litigation.